Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the eyelet broke off. The base of the eyelet is still located inside the shaft ID and is held in place by the suture. The broken eyelet tip was not returned for evaluation. No damage observed on the shaft or anchor. The caused of this event is undetermined; however, likely causes of the event include improper bone prep, misaligned insertion, prying/leveraging the device during insertion.

Event description:
On 12/08/2021, it was reported by a arthrex employee via e-mail that a ar-2324bcc swivelocks eyelet is damaged. This occurred on (B)(6) 2021 during a procedure, and all fragments were removed. The case was completed using a non-arthrex product. Additional information requested. Additional information provided on 12/09/2021 : the procedure being performed was a rotator cuff. The device broke when inserting the outer anchor, the eyelet part came off when trying to pass the suture button tape. The hole through which the fiber wire passes is broken. There was no instrument used to prepare the bone socket. The bone quality of the patient was hard.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.